Event description:
Hypoglycaemia with unconsciousness[hypoglycemic coma]: a pt who uses an innovo insulin delivery device to administer novorapid and protaphane due to diabetes mellitus reportedly developed hypoglycaemia with unconsciousness and was admitted to a hosp. The device accumulated the segments over the whole day and did not show the number of hours since the previous injection. As a result of this the pt injected twice and developed hypoglycaemia with unconsciousness pt was taken to a hosp by ambulance. In the ambulance the pt received a sugar injection. The pt stated that a test was performed on arrival to the hosp, but pt cannot inform about the reading. The pt stated that a function check of the device had not been performed but that pt primes the device when pt changes to a new penfill. Besides diabetes mellitus the pt is diagnosed with high blood pressure for which pt is treated. (Name of the tables unk). The pt has a prior history of few hypoglycaemic reactions. The pt has been discharged, fully recovered. Follow-up info received on 24 may 2002: since last submission of this case the following info has been updated: -narrative has been updated with: priming at start of every new penfill, no function check, unconsciousness, treatment in the ambulance, prior history of hypoglycaemia, regular measurement of blood glucose levels, blood glucose reading before the event, concomitant disease/medication. -event has been re-coded. -other relevant history has been updated with essential hypertension.